Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a loose grip cable at the distal end; instrument housing was opened and found broken grip cable at the proximal end. Failure analysis investigation also found the following unreported damages: the distal end of the instrument's main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were not aligned with the tube axis. Instrument tube extension pad printing was removed. The pad printing had two scratch marks with material removed, measuring approximately .355. Failure analysis concluded that the damage was likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the additional findings of the pad printing removal and the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that during a da vinci prostatectomy procedure, one of the cables snapped on a monopolar curved scissors. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.